Event description:
The account alleged that when they press the knee down switch the knee will not run all the way down and when the let off the knee down switch the knee will run back up a few inches. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.